Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On 03may2018, fse arrived at the site to address the reported event. Fse disconnected the peek tubing at 16 on the injector valve, then ran the pump, and reconnected the peek tubing. Device pressure ran at 7.7 mpa. Next, fse completely restarted the device. Pressure was within range (7.6-7.8 mpa). The customer was subsequently able to run quality control (qc) without issue. No further action was required by field service. A 13-month complaint history review and service history review for similar complaints was performed. For the serial (B)(4), from 02apr2017 through (B)(6) 2018 there were no similar complaints identified. See high pressure/ error code 100. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: when consulting with technical support about a problem, please note the error message and error number. In addition, if you follow the suggested solutions in this section and are still unable to resolve the error, or if you encounter an error message that is not noted, contact technical support. General error messages with these errors, the assay stops and the analyzer immediately enters stand-by state. 100 pressure high the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause of the reported event was due to an obstruction in the peek tubing from the prefilter to the injector valve.

Event description:
On (B)(6) 2018, the customer reported receiving "error 100 high pressure" with their g8 analyzer. The customer attempted to troubleshoot by replacing the filter; however, the pressure remained high (14.8 megapascals {mpa}; normal range 7.2-11.2 mpa). Technical support (ts) instructed the customer to power the device down at the flip switch, but the pressure persisted. Next, ts instructed the customer to perform pressure tests. The results were as follows: pressure tests: prefilter removed: 5.86 mpa. Prefilter replaced/ right side column removed: 5.86 mpa. Filter removed: 5.86 mpa. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.